Event description:
It was reported via repair work order that the top cover had multiple rips and tears with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replaced cover.